Manufacturer narrative:
H4: manufacture date is not available based on the reported serial number. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they were attempting to replicate the power loss issue by applying pressure to the back housing near the speaker opening. During the first two instances, the pump lost power without triggering any alarms. After powering the device back on, the screen returned to its previous state, as if the power loss had not occurred. The third instance occurred with an alarm sounded and after, all subsequent power loss events were accompanied by alarms. The event history log (ehl) showed several variations of power loss alarms, including: a medium priority alarm indicating pump settings and patient data were lost. A message stating power loss occurred while running. There were multiple power-down messages appear without associated alarm notifications. These were triggered by pressing various points around the speaker opening on the back housing. The message displayed on the pump screen varied depending on the location of compression. They also loaded a fluid filled cassette for a few of the test and at least one of the tests, the pump powered off with the pump running and did not give any audible alarm or visual message on restart. There was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.